Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer visualized a large amount of fluid in the helium extender. First, they believed it was excessive condensation due to patient being febrile. The customer was going to attempt to remove the fluid from the helium tubing and if that was not successful they planned to switch console out. The customer called back to report the balloon had rupture. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior/exterior of the membrane and catheter tubing. The partially returned product was cut approximately 50.0 cm from the iab tip. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.4 cm from iab tip. An underwater leak test of the balloon membrane and returned catheter tubing was performed and no leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing, causing the reported problem. It is difficult to determine when the break occurred, but it is possibly a result of patient movement during the procedure. No nonconformances considered to be related to the event could not be found due to the same. Reference #:(B)(4), record ID: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer visualized a large amount of fluid in the helium extender. First, they believed it was excessive condensation due to patient being febrile. The customer was going to attempt to remove the fluid from the helium tubing and if that was not successful they planned to switch console out. The customer called back to report the balloon had rupture. The iab was removed. There was no reported injury to the patient.